Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 1627487-2019-13889. It was reported the patient¿s healthcare provider informed abbott they removed the patient's scs ipg. The nurse stated they had also attempted to remove the patient's scs lead, but left the lead in place because it was providing more resistance than expected. The provider stated the patient was doing well and the procedure was a success.